Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the day of the event, the patient received intermittent signal loss. There was no mention how long the signal loss states lasted, whether the patient was aware, or whether the patient was monitoring the blood glucose (bg) during the times without readings, alerts, or alarms. The patient passed out. There was no documentation of patient symptoms prior to loss of consciousness. The patient was eating and sleeping prior to the event. The continuous glucose monitor (cgm) had recovered from signal loss and read low. There was no mention as to who found the patient and called the paramedics. The patient regained consciousness in an ambulance where his bg was 30 mg/dl and he was treated with d10w. Upon arrival at the hospital the bg was 40 mg/dl and he was treated further with d5w. The cgm display device was left at home when the patient was transported by ambulance during medical intervention when the bg was taken, so no comparison was available. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in normal condition. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specifications. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.